Manufacturer narrative:
.

Event description:
It was reported that patient was referred for a prophylactic generator replacement. However, while in the operating room, prior to the first incision, the generator was interrogated and diagnostics were run. Diagnostic results showed the lead had high impedance. Due to the high impedance, the patient underwent a full revision. It was reported the vns device has been sent to be disposed of by the hospital. No additional relevant information has been received to date.